Event description:
On (B)(6) 2012, it was reported that the buttons on the pt's infusion device are not functioning. The pt inserted a new battery and the infusion device turns on displaying e8 (power interrupt). The error cannot be cleared because the buttons are not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.